Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Analyst comments stated that the lead was thoroughly analyzed and no anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
Concomitant product: 407545 lead implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead was found to have higher than normal thresholds and poor sensing in regular clinical follow-up. A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.